Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant of this left ventricular (lv) and cardiac resynchronization therapy defibrillator (crt-d) lead no pacing was seen and the pace impedance measurements were out of range. A lead fracture was alleged but not confirmed. A new lead was used with no issues with the same crt-d. No adverse patient effects were reported.